Manufacturer narrative:
Citation: krebushevski et al. Self-expanding aortic endoprosthesis for conduit preparation prior to transcatheter pulmonary valve replacement. Catheter cardiovasc interv. 2025 jul 29. Doi: 10.1002/ccd.70039. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding self-expanding aortic endoprosthesis for conduit preparation prior to transcatheter pulmonary valve replacement. The study population included 14 patients who were predominantly female with a median age of 35 years old. Multiple manufacturers¿ devices were implanted in the study population; medtronic devices included contegra conduit (n=1), hancock conduit (n=1) and melody bioprosthetic valve (n=6). Among all medtronic conduit patients, clinical observations included: pulmonary stenosis, mild pulmonary regurgitation, and pneumonia requiring prolonged respiratory support. Additionally, one patient with a contegra conduit and a melody valve developed streptococcal mitis endocarditis and was treated medically without significant deterioration in valve function. No further information was provided pertaining to medtronic products.